Event description:
It was reported that the unspecified bd¿ pen needle broke off during use. The following information was provided by the initial reporter: "he was wondering if the pen needle(unspecified) can break and if so could it break off in his arm? He said that after an injection he could not find the needle and wondering if it could still be in his arm."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle broke off during use. The following information was provided by the initial reporter: "he was wondering if the pen needle(unspecified) can break and if so could it break off in his arm? He said that after an injection he could not find the needle and wondering if it could still be in his arm."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.